Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0135 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC noticed to be leaking at exit site when patient was attending oncology. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Several kinks and bends were observed between the 1cm and 4cm depth markings. The markings in the vicinity of the deformation were worn. A longitudinally aligned split was observed at one corner of the distal kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The sample kinked preferentially at the kink sites during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Material discoloration and buckling were observed in the vicinity of the split. The split features, permanent kinks/bends and material buckling were consistent with catheter damage caused by sharp/repetitive kinking of the catheter shaft. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC noticed to be leaking at exit site when patient was attending oncology. No other information was provided.